Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 8/12/2008, abbott point of care was contacted by a customer who reported in 2008 at 09:52 an I-stat cardiac troponin I cartridge yielded a result of 0.13 ng/ml. Repeated same tube at 10:24 on an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml. Tested sample, unk if same sample, at 11:39 using lab equipment yielded a result of 0.00 ng/ml. Repeated sample, unk if same sample, at 14:20 using laboratory equipment yielded a result of 0.00 ng/ml. Bd lithium heparin tubes; the lot number is unk.

Manufacturer narrative:
Abbott has completed its testing of the heparin lots for products meeting the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated]. The heparin lots identified in the apoc mfg process have passed the nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) tests. Becton dickinson (bd) tube testing has started. FDA approved the protocol.